Event description:
It was reported by the affiliate that the (1) 578sd was used during a laparoscopic sterilization procedure. It was reported that the inner valve of the trocar was displaced. The surgeon had to reposition the valve in the trocar and the case continued. There was no pt consequence.